Event description:
Orthopedic trays from synthes and depuy provide instructions for sterilization times that are not consistent with normal sterilizing times in the hospital (4 mins). Their times are often substantially longer. Most "old" sterilizers cannot be adjusted to provide the times that are required for their orthopedic trays. Even if a sterilizer could be adjusted to these times, it would cause serious delays in processing the hospital trays and affect the operations of the central service/sterile processing departments. I have heard from other professionals in the profession that this problem exits with almost all orthopedic tray cos as well as the two mentioned.